Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer alleges that the consumer says she was approaching chair and grabbed on to armrest, which moved chair a little, and the footplate came down and hit her in her shin. Consumer went to hospital and had x-rays and ultra sound. Alleges a large hematoma and no brake or fracture. This is the second time this happened and hit the same spot. Did not go to the hospital first time this happened, just put ice on it. MDR filed.

Manufacturer narrative:
(B)(6). No RMA has been initiated for this issue. Model m41srr serial number/date (B)(6) is approximately 1 year 4 months old. The owner's manual part number 1143206 rev. G (feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.